Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the evaluation result of the device, it is possible that the scope communication error b30 occurred and the endoscope image was not output because the communication abnormality with the endoscope occurred due to the influence of the damage of the output socket. The output socket may have been damaged due to an external load or an unintentional bump because the front panel was partially chipped. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The front panel and output socket were damaged. The lamp was on for more than 500 hours. The front panel, output socket, and lamp need to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the annual inspection by an olympus field service engineer, the endoscopic image was not displayed on the monitor screen and a scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event.